Event description:
The patient did not have peritonitis. However, due to the degree of pd catheter exit site infection, the pd catheter was removed and was transitioned to hemodialysis for renal replacement needs in the hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).